Event description:
Healthcare provider reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Health professional later reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare provider additionally reported the baker grade of capsular contracture as baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, e1, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.